Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred on a trilogy o2 ventilator, japan. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint was confirmed. Error codes indicating that the device's li-ion battery unable to power the system, an internal battery fault, and a charger chip failure resulting in inability to use batteries was discovered in the device's event log. The removable battery and internal battery status were checked using the toolbox, but no abnormalities were found, so the power management board was replaced, resolving the issue. The technician performed a repair test including alarm check, battery check, running test, and cleaning, and normal operation was confirmed. Version 14.2.05 confirmed.